Event description:
Per the clinic, the patient experienced poor sound quality with the device. Troubleshooting attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
This report is submitted on october 19, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on april 25, 2024.